Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is presumed, that the phenomenon occurred, due to a defective power unit. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned as part of the asset return process, found that one harness was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, visera elite xenon light source, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the main lamp is not glowing shift into spare lamp due to a power supply unit failure. This report is being submitted for the event found during evaluation. There was no patient involvement.